Event description:
It was reported that before an ear, nose and throat procedure the clamp arm detached and the device falls down , outside the patient . Another device like device was used to start the case. No patient consequences. 1 device will be returned.

Manufacturer narrative:
(B)(4). The instrument was received and was inspected and it appeared to have the distal end of the handle where the tissue pad attaches cracked. It was connected to a generator and but testing was limited due to the condition of the clamp arm. During testing the clamp arm broke off. No conclusion could be made as to why this instrument broke in this manner. Caution should be used when torquing the instrument onto a handpiece and the corresponding torque wrench supplied should be used. Not using the supplied torque wrench can result in damage to the instrument.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.